Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was received. No anomalies noted to transducer handle and saline hub. Marker band was present and undamaged. Damage was noted on the distal end of the catheter sheath. The inner guidewire lumen was still attached to the catheter sheath. Partial separation was noted between the distal tip and catheter sheath. Due to condition of device, functional testing was not performed. Therefore, the investigation is inconclusive for the reported activation problem as no functional testing could be performed to verify the reported failure. But it was confirmed for the identified separation as the partial separation was noted between the distal tip and catheter sheath. A definitive root cause for the reported activation problem and identified material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a recanalization procedure in the superficial femoral artery for an unknown medical condition. During the procedure, it was reported that the catheter allegedly stopped vibrating after 30 seconds. There was no reported patient injury.